Event description:
New information received notes that the lead was explanted.

Event description:
During device change due to normal eri, fluoroscopy revealed externalized conductors. No electrical anomalies were present. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasion was noted at 22.5-22.7cm from the connector pin, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 11.7-15.8cm from the distal tip. Internal insulation abrasion was noted at 29.6-31.2cm from the connector pin and 14.9-16.5cm from the distal tip. The etfe coating was intact at these locations.